Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate readings of "254, 207, and 278 mg/dl." These reading were taken greater than 20 minutes of each other. The pt manages his diabetes with insulin-no adjustments. The alleged inaccurate readings began on the evening of (B) (6) 2010. The pt did not take any action as a result of the reported issue. However, the pt reportedly had an "insulin reaction/ shock" 4 hours after the product issue began. The pt denied receiving any medical intervention due to the product issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms of abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physician activities. During troubleshooting, the csr verified that the results were taken from the same approved testing site. This complaint is being reported because the pt claimed he had an "insulin reaction/shock" 4 hours after the product issue began. Replacement products were sent to the pt.